Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the patient started to have a high fever, and irritation where the sensor was placed. The parents removed the sensor and saw a bump at the insertion site. It looked swollen and infected and the patient had a fever and pain. The patient¿s parents took the patient to the hospital on (B)(6) 2020, where the doctor diagnosed an infection and prescribed penicillin for 10 days. After three days of treatment the fever and swelling started to go down and the pain was gone. No additional patient or event information is available.